Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) evaluated the subject device and confirmed as follows; the distal cover was damaged. The adhesive around the object lens had wear-and-tear. There was a slightly scratch on the objective lens. There was no irregularity in the light guide lens. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified diagnostic procedure, the user facility noticed that the patient¿s anal margin got burnt when they were inserting the subject device into the patient. It was reported that the user facility checked the subject device and found that the distal end of the subject device burnt the patient¿s anal margin. The procedure was completed with another device. This event did not have any impact on patient hospitalization.